Event description:
The customer reported the system will not power up. A system was borrowed from their other facility. There was a three hour delay getting started. The pt had not been prepped or blocked. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. The power supply was replaced. The software was updated. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).